Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017 and (B)(6) 2018. Explant date: if explanted, give date: not applicable, as the lens remains implanted. However, there is a planned explant/exchange scheduled with a date of service that's unknown. At the time of this report. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zlb00 15.5 diopter intraocular lens (iol) was implanted in the patient's operative eye on (B)(6) 2017. However, the surgeon is planning to explant/exchange the lens due to the patient outcome being one (1) diopter hyperopic post-operatively. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product testing was not performed as the complaint device was not returned for evaluation. The reported complaint cannot be verified. Manufacturing record review: a review of the manufacturing records could not be performed as the serial number of the lens was not provided. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Conclusion: based on the investigation results, there is no indication of a product deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.